Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
Os 111310 - the dentist reported that almos 2 months after the 3 dental implant were installed in intraoral regions #21, 26 and 28 it was verified their non-osseointegration . Sixty ncm of primary stability was achieved and immediate load was performed.